Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred since their pump got extremely wet. Customer's blood glucose ranged from 200-400 mg/dl. Reportedly, the customer uses the infusion sets for 3 days. Tandem technical support advised the customer that using infusion set for longer than 2 days is off label. At the time of the report, no occlusion alarms were occurring therefore no troubleshooting could be performed to determine a possible cause of the occlusions. Reportedly, the alarms were cleared and insulin delivery was resumed.